Event description:
A customer contacted beckman coulter inc. (Bci) regarding two erroneous creatinine (crem) results generated by the unicel dxc 800 pro synchron clinical systems. The results were reported out of the lab. The customer reran the original samples on a different instrument and corrected the results. It is unknown if treatment was initiated or withheld.

Manufacturer narrative:
Qc results were out of specification on (B)(6) 2010. Customer reran qc at the later time and obtained passing results. A field service engineer (fse) was dispatched: the fse inspected the instrument and noticed signs of leakage around the cup module and replaced the crem module. Customer discarded the reagent bottle of the previous lot, and a new reagent lot was sent to customer for replacement. A clear root cause has not been determined for this event. A malfunction will be assumed for the purpose of this report.